Event description:
It was reported that during a maxillofacial oral surgery, the blade broke. It was also reported that the blade was irrigated and retrieved, no pieces were left behind. It was further reported that the event did not impact the pt's outcome and the procedure was completed successfully.

Manufacturer narrative:
The blade subject to this investigation was not made available to the MFR for investigation. The mfg record was reviewed and showed that there was a potential hardness issue. After the re-work cycle, the hardness test results were within specification. However the root cause of this event has not yet been determined.